Event description:
Painful hardware removal was reported due to broken plate, right small finger. Plate and screws were removed.

Manufacturer narrative:
Investigation in progress but not yet complete.